Manufacturer narrative:
The product was not returned for analysis. The complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. The product investigation could not identify a root cause for the reported complaint. The manufacturer internal reference number is: (B)(4).

Event description:
A facility representative reported that following an intraocular lens (iol) implant procedure, the patient experienced unexpected outcome, fuzzy vision at distance and while reading, and disappointed with outcome. Despite the patient's unremarkable ocular exam, the vision is not as sharp as expected and no improvement in vision with refraction or pinhole testing. The patient was referred to a corneal specialist for further evaluation and treatment. The iol was exchanged in a secondary procedure. The surgeon noted that the surgical results may be a result of underlying ocular pathology that is limiting the patient's vision. Additional information has been requested.